Manufacturer narrative:
The consumer is an amputee (right leg) due to a previous medical condition. The consumer fell, hitting his head on a dresser, when the right crutch allegedly broke. The consumer was unconscious for an unknown period of time. No medical attention was sought. The consumers stability and medication regimen are unknown. The consumer is a (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
End-user's wife stated that husband was using crutches when the right crutch allegedly broke where the two bars meet. User fell. Hitting his head.